Event description:
On (B)(6) 2015 it was reported to midmark by a dealer tech that an x-ray unit (preva intraoral dental x-ray system, serial no (B)(4)) separated from its wall mounting at a user facility in (B)(4). No injuries were reported. The dealer tech visually inspected the wall and provided photographs to midmark. Root cause could not be confirmed; however, the info collected may suggest that the unit separated from the wall due to improper installation. The photographs reviewed do not indicate that the midmark installation guide tool was used. This tool is used to locate the ctr of the stud to help ensure stable mounting. Also, the lag screws were not inserted into a stud, as required by the installation instructions.